Manufacturer narrative:
The sample did not contain an interfering factor against the idiotype of the monoclonal antibody of the ft3 assay. The differences in ft3 values generated with the assays from roche and abbott relate to differences in the setups of the assays, the antibodies used, and differences in the standardization materials and procedures used.

Manufacturer narrative:
Further investigations of the sample were able to reproduce the values obtained by the customer. No interfering factor could be detected in the sample. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 iii assay on two cobas 8000 e 801 modules. The values measured at the customer site were reported to the physician. The sample was first tested at the customer site on their e 801 analyzer on (B)(6) 2022. The sample was provided for investigation, where it was tested on a second e 801 analyzer on (B)(6) 2022. The sample was also repeated on an abbott architect analyzer. The serial number of the customer's e 801 analyzer was requested, but not provided. The ft4 reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft4 reagent lot number 572941, with an expiration date of 30-sep-2022 was used on this analyzer.